Manufacturer narrative:
Kougioumtzoglou, et al. ¿thoracoscopic left atrial appendage clipping as novel treatment option for peri-device leakage¿ european society of cardiology. 2018 20(6) p. 955. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. The patient underwent a watchman laa occlusion procedure, where a 24mm watchman ® laa closure device was implanted. A computed tomography(CT) scan revealed significant 9mm peri-device leak. The patient was referred for thoracoscopic laa-clipping . Additionally, a totally thoracoscopic maze (tt) was performed. A post-operative CT scan showed complete closure of the laa and laa clip are both in situ with no contrast in the laa.